Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have gone to the emergency room via ambulance on (B)(6) 2015 with blood glucose of 23 mg/dl. Customer was on the floor and was treated in the ambulance with glucose. Customer was treated with IV in the emergency room. During troubleshooting, customer states that there was more insulin in reservoir than on status screen. Insulin pump passed displacement test. Customer was advised to follow up with healthcare professional regarding unexplained high blood glucose and to call helpline should issue persist.